Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy, loose malformed staples were noticed in the patient after firing the stapler. There were no fragments generated, but it wasn't reported if the loose staples were removed. There were no patient consequences reported. This is all the information known/available regarding this event.